Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the event day and procedure date? Na. Could you please confirm on what tissue did the suture was placed? Stratafix symmetric in facia + stratafix spiral in subcutis. Could you please confirm if doctor relates ssi to stratafix? Na (they know that many parameters have influence in the development of ssi). Were any infection prior to surgery? No infection prior to surgery. How ssi was treated? Antibiotics treatment + new surgical procedure to clean the wound and change the liner (primary procedure was an unicompartment alloplastic). Could you please confirm if medical intervention was needed? Removed and resutured? Yes medical intervention was needed. There was a defect in the distal part of the incision and a deep infection was developed, leading to a new surgical procedure to clean the wound and change the liner (primary procedure was an unicompartment alloplastic) new closure/re-suturing did not include stratafix products. What is the lot number? Na. Procedure and event date? Na (during (B)(6) 2020). If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure please describe procedure type ¿unicompartment alloplastic¿? Date of procedure. The diagnosis and indication for the index surgical procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the fixation tab for the stratafix symmetric seated against the tissue at the initiation of the suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Please explain what is meant by ¿there was a defect in the distal part of the incision¿? Were cultures performed? Results? What suture was used for reclosure/re-suture of the wound? What is meant by ¿change the liner¿ that was performed during the second procedure? Other relevant patient history/concomitant medications lot number of the stratafix symmetric pds plus sxpp1a445? Product code and lot number of the stratafix spiral suture used for the subcutis? Was the stratafix spiral suture pds or monocryl? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status? Note: events reported via mw # 2210968-2020-09331.

Event description:
It was reported that the patient underwent unicompartment alloplastic procedure in (B)(6) 2020, and barbed suture was used on the subcutis. The patient experienced deep surgical site infection where the suture was used for fascia closure. The patient was treated with antibiotics. It was reported there was a defect in the distal part of the incision and a deep infection developed, leading to a new surgical procedure to clean the wound, and change the liner. A different suture device was used for reclosure, and resuturing. Additional information has been requested.